Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The pitch cable at the proximal clevis hub was found to be broken. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at the wrist were not damaged. The cable crimp was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable and missing cable crimp, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure, the cable on the grasping retractor instrument broke. There was no report of any patient harm, adverse outcome or injury involving the reported instrument and there was no report that any fragments from the instrument fell into the patient during the surgical procedure.